Event description:
It was reported "nurse noticed the balloon did not inflate correctly so, the balloon cannot stay in place."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional info was received via email on (B)(4) 2014 informing the defective catheter had been removed and replaced by a new catheter. Received one used size 16x10, 2 way standard sil foley catheter of opaque quality, in an envelope. Product fitted with bespak valve, orange preprinted shrink sleeve carrying info per manufacturing specification. Product was received in a plastic bag accompanied with empty shelf box. Product showed no sign of material degradation or discoloration. Product was closely examined. No sign of visual defect could be observed. Balloon could be easily inflated with 20 cc of air via a luer tip syringe inserted into the valve. Tip deflection and ratio of balloon symmetry were measured. Tip deflection is 20 degrees c whilst ratio of balloon symmetry is 1:1 and both were considered acceptable as per our inspection criteria. Test was repeated by inflating the balloon with 23 ml of water. Tip deflection and balloon symmetry were measured. Tip deflection is 200 whilst the balloon asymmetry is 1:1. Water from the balloon was removed. The balloon was inflated with color water and kept aside for 24 hours to check for leakage. No leakage could be observed. Review of the inspection batch record revealed there is 0.4% of lopsided balloon, 0.1% of leak balloon was detected during inspection process and the defective parts were rejected and discarded. Review of the risk management file does cover potential cause and it's controlled. Review of the in-process functional test report for dip codes (rinp dipped in (B)(4) 2013) did not reveal any sign of such defect detected during the functional test. The sample taken from this manufacturing lot met the specification when subjected for the functional test in accordance to en1616 test method. Review of the complaint trend within year 2009 to ytd may 2014 for the non inflation, balloon asymmetry and leak issue, there is no significant negative trending could be observed. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.